Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked keypad overlay, label damage, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. (B)(4).

Event description:
Information received by medtronic indicated that back of the insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.